Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the insulin pump alleging possible pump under delivery. The blood glucose at the time of incident was 345 mg/dl and current blood glucose was 368 mg/dl. Customer reported via phone call that they experienced high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not provide any symptoms regarding to high blood glucose episode. Customer reported that auto mode feature was active and automatically adjusting insulin delivery at time of high blood glucose event. Customer treated with insulin pump and manual injection. The troubleshooting was determined that, the insulin pump should be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned and reservoir will be returned for the analysis.

Manufacturer narrative:
Evaluated 1 open/used reservoir. Performed pre-fill test to reservoir per (B)(4). No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles. Also ran basal, bolus leak test per (B)(4) as follows: reservoirs filled with diluent and connected to a new infusion set. Installed reservoirs and connectors into a 7xx pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir no air bubbles, no leak and no occluded.